Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 547 mg/dl. Customer reported cause of elevated bg was due to being stress and inadvertently forgetting to deliver insulin prior to bed. The next morning, bg was elevated. Insulin injection was administered to address bg. Recommendation was made for the customer to discuss the event with a healthcare provider.